Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 560 mg/dl. The customer also report the blood glucose values were 445 mg/dl and 405 mg/dl and 231 mg/dl. Customer's mother said that son does love the pump. Stated that a month and a half before getting the pump he had a low that put him in comma. Customer had bent cannula that lead to diabetic ketoacidosis. Customer report customer does not allege pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing and reservoir. The customer was advice to revert to back up plan per health care professional instructions the customer experienced high blood glucose, lethargic, difficulty walking. The customer was still in the hospital in intensive care unit. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.